Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once the device has been evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported that the nurse was trying to reposition the patient to change her clothes and the ventilator did not give the patient a breath. The patient desaturated during this event. The respiratory therapist replaced the circuit and adjusted the settings to correct the reported issue. The following day, the ventilator stopped giving a breath to the patient again. There was no alarm at the time of the event.